Event description:
It was reported that the right atrial (ra) lead had insulation damage at the proximal end of the lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694965 implantable tachy lead, implanted: (B)(6) 2007; c154dwk implantable cardioverter defibrillator (ICD),  impl anted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo.